Event description:
As reported, during unknown procedure on (B)(6) 2021, when the surgeon tried to fixate an unknown mesh using the bard/davol optifix straight 30 count fixation device, the fastener head was broken. It was reported that the broken fastener was removed from the patient's body. The surgeon is an experienced user of the device. There was no reported patient injury.

Manufacturer narrative:
As reported, the bard/davol optifix straight fixation device deployed a broken fastener. It is reported that the subject device is being returned for evaluation. However, at this time has not been received. Based on the information provided and without having the sample to evaluate, no conclusion can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿ if/when sample is received and evaluation is completed, a supplemental MDR will be submitted. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.